Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65 lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the during a device changeout, the right atrial (ra) lead was exhibiting noise as a result of lead to lead abrasion. The ra lead remains in use. No patient complications have been reported as a result of this event.